Manufacturer narrative:
It was reported to abbott, a patient had their system explanted as the system was not working for them. The explant date and provider were unknown. No additional information was provided. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. During processing of this incident, attempts were made to obtain complete event, and patient information. Further information was requested but not received.

Event description:
It was reported that the patients system was not providing effective therapy. Surgical intervention was undertaken at an unknown date where the system was explanted.